Event description:
After an i60s stapler had been fired in a wedge resection procedure, the clamping assembly of the device could not be opened by pressing the open button. The i60s was subsequently excised from the patient by means of another device, and the surgery was completed by use of another linear cutter.

Manufacturer narrative:
The returned i60s was found to have a sheared clamping assembly screw. This failure accounts for the unresponsiveness of the device's clamping assembly to repeated presses of the open button of the idrivec. The cause of the sheared screw is not known at this time, but the issue will be monitored.